Event description:
It was reported in a clinical study that patient underwent a total hip arthroplasty on an unknown date. Patient dislocated on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2014 due to multiple dislocations. No further information has been provided.

Manufacturer narrative:
No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.